Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to acquire a 12-lead ECG. There was patient involvement, but it is not yet clear what the impact was to the involved patient.